Manufacturer narrative:
Investigation results: a flexiva ID 200 laser fiber was returned broken in one piece. The fiber measured approximately 310.3 cm from the break to the tip. The fiber has a kink. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture. The remainder of the distal tip was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device was analyzed as detached, fractured, and misfired. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber was not emitting enough laser energy to break the calculi. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patient condition after the procedure was reported to be fine. Note: this event has been deemed a reportable event based on the investigation results which revealed that the laser fiber broke, misfired and the fiber tip detached.